Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) as well as from a hcp regarding a patient who had been receiving gablofen 2000 mcg/ml at a dose of 1249.3 mcg per day since (B)(6) 2016 via an implantable pump for intractable spasticity. It was reported there was an empty pump alarm. The date of onset had been (B)(6) 2016, per logs provided that was when the empty reservoir alarm occurred. The patient came to the clinic, however, on (B)(6) 2016. In terms of when the patient first started hearing the alarm, it was reported the alarm had been too quiet and was not heard by the patient's family. It was heard in the clinic on (B)(6) 2016. The low reservoir alarm had occurred on (B)(6) 2016. The reason for the empty pump was that the patient's alarm date was missed and the patient had no appointment scheduled prior to that alarm date, or at leaving their last refill appointment. Symptoms included increased spasticity and right knee swelling which was due to increased scissoring. In terms of troubleshooting that occurred, the logs were run and no motor stalls were found to have occurred. The pump was refilled, the alarm was considered resolved and the patient was doing well. Other medications the patient was taking at the time of the event included dantrim, valium, propranolol, robinul, lactinex, prilosec, ditropan and miralax. The patient's medical history included anoxic encephalopathy, severe spasticity, neurogenic bladder and gerd (gastroesophageal reflux disease).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.